Event description:
It was reported that bd unspecified bd infusion set was leaking. The following information was received by the initial reporter with the following verbatim rcc received a complaint via email. Email(s) attached. Customer stated that when using "j-loop" IV extension set, there is excess bleeding from the patient and saline leakage from the threads of the extension set. Product: j-loop IV extension set.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.